Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the surgeon reported that he felt the tip of the device produced energy when the jaws of the device were open, he agrees that the energy button may have been activated at the time therefore the bottom jaw of the device was activated. Reminded this is a feature of the device. Agreed to use the device for his next sleeve gastrectomy case. Has this issue been previously reported? No. Is this a new patient event that needs to be reported or is it commentary? Date of event ¿ I do not have this information could you please provide the lot number of the device belongs to this case? Not available, not recorded. How often (number of times) has the surgeon experienced the back burning? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What medical intervention was used to treat the burn? (Such as salve or stitches) no besides the burn, did the patient experience any adverse consequences due to this issue? No are there any anticipated long-term effects from the burn or injury? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a sleeve gastrectomy the surgeon was getting some inadvertent back burning with the enseal. Surgeon said it seems like there is an exposed bit of the blade which was one of the reasons he doesn't like the device. The procedure was completed successfully. There were no patient consequences.